Event description:
Conmed linvatec merlin 4.2mm 15 degree cuda blade was being used for a knee arthroscopy when approx 1 inch of the end of the tip broke off and was immediately retrieved by the surgeon. The broken piece did not enter the joint space. The surgeon compared the two broken pieces to assure that it was removed as a whole. It was completely removed per the surgeon. There was no harm to the pt. It was taken out of service.